Manufacturer narrative:
Correction in h10. Added report # (B)(4) from this field box.

Manufacturer narrative:
The investigation was updated with the following information: investigation summary: received one (1) used ac205 5 gang 4-way nanoclave stopcock for inspection. As received, a nanoclave was separated from the manifold. The nanoclave was separated at the area of the ultrasonic weld. The other ports were tested for bond integrity per product specifications. Each bond met functional specifications. Two (2) of the bonds were tested under a bending force with a perpendicular load. One (1) broke at the uv adhesive bond. The other sample broke at the ultrasonic weld. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. The DHR for lot 13887310 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
It was reported via a medsun mandatory medwatch report (MDR report #: (B)(4)) that a 5 gang 4-way nanoclave¿ stopcock w/baseplate, rotating luer generated a leak. ¿from staff: patient arrived from operating room (or), about 10 minutes after arrival, manifold tubing that carried medications to patient cracked and leaked. IV vasopressors did not infuse into patient so no response to titration. Patient in near arrest, required IV bolus of epinephrine for hypotension. Puddle with blood and fluid found on floor. IV vasopressors were then given via peripheral line with large increase in blood pressure. Blood pressure very labile after incident. Manifold changed to a new manifold.¿ there was no death or serious injury reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
The complaint on the ac205 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13887310 was reviewed and no nonconformities were found that would have led to the reported complaint. D9 device available for evaluation: no.